Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction and sacral nerve stimulation. It was reported that the patient fell from a ladder on her buttocks and since then has suffered a loss of stimulation. The patient stated that they will contact their healthcare provider regarding the issue at a later time because they are currently ill and didn¿t have a voice. The patient added that they were suffering from stress incontinence due to coughing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding the patient. The caller indicated the patient was having the ins removed. The consumer indicated that the ins was working fine then the patient first got it, but then they "started messing around and reprogramming it" and it has never been the same since. The patient had not had it programmed right and used the ins for maybe 3 months. The caller further indicated that the patient had been told that they would always feel stimulation. The patient indicated that they would turn it up and it would be ok for a while, but the patient would be active and wouldn't feel it, but then when the patient increased stimulation it felt like they were being "electrocuted" down there. The patient went to their healthcare provider (hcp) about this issue and their hcp reprogrammed the ins, but the patient still felt like they were getting "electrocuted." The caller then reported that a manufacturer representative (rep) reprogrammed the ins, but instead of "going up 1.1, 1.2, 1.3¿ he was lifting like 5 numbers." The patient indicated that this was causing their bowls to be stimulated along with their rectum and was causing the patient go to the bathroom more. The patient also indicated that the more muscle tone that they are losing the ins is rubbing when the patient is walking and causing pain. The ins also bothered the patient when lying down and sitting. The patient mentioned that the ins "pokes her and pokes up in her skin" causing discomfort. The patient was advised to continue working with their hcp. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.